Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage, stent thrombosis, and stent inadequate apposition occurred. The patient presented due to acute myocardial infarction (ami). The 100% stenosed, 3.5x3.5mm, de novo, type c target lesion was located in the moderately tortuous proximal right coronary artery (rca) with timi flow 0. After a 6f non-bsc guide catheter was engaged and a non-bsc guide wire was crossed to the lesion, blood clot aspiration was performed and a 3.50 x 28 synergy&#10244;rug-eluting stent was deployed at 11 atmospheres. The stent balloon was pulled towards the proximal site and post-dilatation was performed at 14 atmospheres. An opticross imaging catheter was then advanced to the distal site of the stent and pullback was performed. Subsequently, a 4.0x15 non-bsc balloon catheter was advanced inside the stent. When the physician attempted to decide the position using stent boost function of a non-bsc cineangiography device, it was noted on the image that the stent was loose. The physician performed dilatation at the proximal side of the stent and after that, blood clot was confirmed inside the stent. Long inflation was then performed with a 3.5x20 non-bsc balloon catheter to bail out and the procedure was completed with 0% residual stenosis and timi flow 3. Post procedure, it was confirmed on the angiographic image that the distal edge of the stent was stretched towards the distal site from the site where it had been deployed first. No further patient complications were reported and the patient's status was good.